Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an extended hypoglycemia episode after entering an incorrect meal size during a usual breakfast announcement on the ilet, then repeatedly treated per protocol while the paired libre 3+ cgm displayed inaccurately low readings that later calibrated, and fingerstick testing ultimately showed higher glucose than the cgm indicated; the event was managed with oral carbohydrates including juice. Symptoms included hypoglycemia with sweating and confusion/disorientation. Outcomes included urgent low glucose that resolved with oral carbohydrate treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction with the ilet, a usage problem related to incorrect meal entry, and a user interface component as the implicated area, consistent with an improper or incorrect procedure/method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.